Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck on the rotawire. A 2.00mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 190,000rpm outside the patient, and a dynaglide mode was used while advancing the catheter to the lesion. During procedure, the burr rotation speed was at 190,000rpm. During withdrawal, it was noted that the burr got stuck with the rotawire drive. The stuck was not released, and the burr was removed from the body together with the rotawire. The procedure was completed using this device, and there was no patient injury reported.

Event description:
It was reported that the burr became stuck on the rotawire. A 2.00mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 190,000rpm outside the patient, and a dynaglide mode was used while advancing the catheter to the lesion. During procedure, the burr rotation speed was at 190,000rpm. During withdrawal, it was noted that the burr got stuck with the rotawire drive. The stuck was not released, and the burr was removed from the body together with the rotawire. The procedure was completed using this device, and there was no patient injury reported.